Event description:
It was reported that the patient presented remotely via a third-party remote monitoring system. It was noted that the pacemaker exhibited under-sensing and inappropriate atrial pacing. No intervention was performed. The patient remained in stable condition.